Event description:
Hospital notes indicate that the patient has been experiencing increased seizures over the last several weeks. It was reported that the patient has stopped her dilantin three to four months ago and that the vns system is not working. It was later reported that device diagnostic testing resulted in high impedance and that is what was meant by the device is not working. It was reported that the patient was hospitalized due to a bad seizure. Further follow-up revealed that the no trauma or manipulation occurred that could have caused or contributed to the high impedance. It was also reported that the patient was experiencing an increase in depression. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.